Event description:
The customer reported the mx40 device failed to alert at the central station. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.